Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: on (B)(6) 2014, the black box recorded a loss of prime warning due to a low, non-zero, force sensor event reading. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime warnings or any other alarms occurring. The force sensor calibration was checked and the pump was found to be in calibration. Product analysis was unable to duplicate the customer complaint. Unrelated to the initial complaint, the battery compartment was observed to be cracked between the case seal and the grip. The returned battery cap was used without any other issues in the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.